Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that bubbling was found on the downstream occlusion (dso) sensor seal of a smiths medical cadd solis vip pump. There was no patient injury. The pump was being cleaned with bleach germicidal wipes and wiped with sani-cloth germicidal disposable wipes.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported bubbling downstream occlusion sensor. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; the customer complaint was confirmed. It was caused by improper cleaning agent used by the customer. The downstream sensor seal was replaced and calibrated to resolve the issue.